Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative reported via interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer stated that she was recently hospitalized due to high blood glucose readings. The customer's blood glucose reading was 600 mg/dl. The customer stated that she did not attach the set correctly and she had a viral respiratory infection. The customer was advised to contact helpline for further assistance.